Event description:
A discordant (B)(6) result was obtained on an advia centaur xp system. The result was not reported to the physician. The same sample was tested on 2 other advia centaur systems in the customers lab and both results were negative. There is no known report of adverse health consequences or patient intervention due to the discordant (B)(6) result.

Manufacturer narrative:
The customer contacted siemens and the tse (technical service engineer) directed the customer to clean the incubation ring cover and then perform an empty and fill of the incubation ring in diagnostic tools. The customer was also directed to clean any precipitate around the sample dispense port. The customer noticed a cuvette loader error and ancillary probe error message in the system event log after this sample was tested. The cause for the false initial reactive (B)(6) result is unknown. The siemens instrument is performing to specifications. No further evaluation of the device is required.